Event description:
It was reported that two weeks post implant, a patient notification for high, out of range, high voltage lead impedance was received. The pocket was opened and the lead to device connection was tested and impedance measurements were normal. The physician elected to explant and replace the device and lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.